Event description:
It was reported during the patient's trial procedure the patient experienced pain while the physician placed the scs lead in the epidural space. The physician tried multiple places to no avail. Subsequently, the physician abandoned the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.